Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing episodes due to oversensing noise on the right ventricular (rv) lead. No changes or intervention was reported. The patient condition was unknown.

Event description:
Additional information received notes recurring issue of noise on the right ventricular (rv) lead. The patient condition was not known.